Event description:
It was reported that during a da vinci-assisted ileal conduit surgical procedure, the customer noted the force bipolar instruments jaws were not closing properly. No fragment fell into the patient. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. There was a 0.0305¿-0.0350" offset at the tips. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Visual inspection was performed and the instrument's grip tips, specifically the gray material, was found to have abrasions measuring roughly 0.0305"-0.0715". The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.1300 - 0.2520 in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A broken piece of the gray material measuring roughly 0.0305"-0.0715" was not returned.